Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with power error detected alarm. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for power error detected alarm. Customer reports pump has not been exposed to temperatures below 5 degree celsius. Customer advised to monitor the insulin pump and will call back if error occurs again. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power error noted during testing. However, power error , power loss alarm and low battery alarm noted in trace download analysis due to intermittent non-sleep anomaly software error. Device received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, cracked keypad overlay at select button, peeling keypad overlay, fading serial number label and scratched case.